Manufacturer narrative:
(B)(4). Batch # m54g18. Photographic analysis: based on the pictures alone no conclusion could be reach as to how the reported event occurred. The analysis results found that the tlh90 device was received in good visual condition and with a reload loaded in the device, the reload was received void of staples. In addition cartridge b was received, with no staples loaded and with 17 unformed staples inside a plastic bag. Please note that an inadvertent movement of the firing trigger after disengaging the safety might cause the staples to fall out. It is important to ensure that the tissue is secured with the retaining pin and the adjusting knob is set in the firing range before disengaging the safety. Therefore, it is imperative that disengaging the safety be the last step prior to firing. Please reference the instructions for use for additional information. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a distal gastrectomy procedure, the device was opened with no concerns. As the scrub nurse was point to hand off the device she noted that all of the staples had fallen out of the device and on to the mayo stand. A new reload was provided and there was no harm to patient noted..